Event description:
The device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was not able to confirm the reported observations.

Manufacturer narrative:
As of today, the device has not been received for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead was admitted to the hospital after experiencing dizziness and near syncopal episodes. Loss of ventricular capture was seen in telemetry. The local boston scientific field representative reported that the system had high threshold measurements and normal sensing and impedance measurements. The patient underwent a device replacement procedure where the device was explanted and replaced. The lead was surgically abandoned and a new lead was implanted. There were no additional adverse patient effects reported. The device is to be returned for analysis.